Event description:
It was reported that during device replacement, the lead was checked by x-ray and externalized conductors were visible. The lead was capped and replaced. The patient condition was stable.